Event description:
It was reported that the patients spinal cord stimulation lead displayed high impedances on most of the contacts, however, there were no stimulation symptoms due to the impedances. The patient underwent a lead explant procedure to undergo magnetic resonance imaging, the patient was doing well postoperatively. The lead will not be returned as it was disposed of by the medical facility.